Event description:
Customer reported that after processing, the tissues were suboptimal processed. Four patients required re-biopsy because the specimens could not be diagnosed.

Manufacturer narrative:
The request of the patient information are currently underway and it will be submitted in a follow-up report. As a result of the damaged tissues, the customer could not evaluate them and patients required rebiopsy. The unit was evaluated by a leica service support product specialist and application specialist. The analysis of the run logs indicated no failure of the device. According to the customer, the last time of changing of the reagents was the day before the event occurred. After the event occurred, the customer conducted a test processing run with the old reagents and the same poor results. It is suspected that the customer had interchanged the reagents, because this event was a sudden deterioration and not a gradual process. The reagents were changed and the customer conducted a new processing run which confirmed the proper functioning of the unit.